Event description:
The customer received a high out of range control result of 315mg/dl on the contour next ez. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. Control solution was returned for evaluation. New strips and control were sent to the customer.

Manufacturer narrative:
Remedial action and correction/removal reporting number, this information was not provided in the initial report.